Event description:
The customer reported that the canopy has a hole on side b. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Eval of the returned product shows that the large window b has a small hole in the netting. (B) (4).